Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began around (B)(6) 2012. As part of the patient's diabetes regimen, the patient claimed, she is on insulin (type/dose unspecified); however, at the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. The patient claimed she did not develop any diabetic symptoms; however indicated that on (B)(6) 2012 she seek assistance from the emergency room (ER). While at the ER, the patient claimed she was tested by an unknown device at the ER with a result of "340 mg/dl" and was administered 25 units of insulin (type unspecified). At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter and there was no misused of the meter; however the patient refused to provided whether the correct test strips were used, the power button or the test strip insertion turned the meter on, or if a battery replacement was required. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the patient claims she was unable to test her blood glucose due to the power issue and reportedly seek medical treatment/intervention from the ER after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.